Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor position encoder error from the insulin pump. The customer's blood glucose reading was 415 mg/dl. The customer stated that she was hospitalized for high blood glucose readings since she could not control her blood glucose readings with the pen. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer is not sure if the drive support cap is protruded, loose, sticking out or flushed. The customer stated that the motor errors no longer occur in the history. The customer also stated that she had problems with the sensor. The customer will request a replacement sensor. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
No unexpected motor error alarms were noted. The pump passed the displacement, rewind and basic occlusion tests. The motor was tested outside of the device and it passed. Unable to prime the pump during the prime test due to a faulty force sensor resistor. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.